Manufacturer narrative:
The patch was not returned, therefore no further evaluation could be conducted.

Manufacturer narrative:
(B)(4).

Event description:
In a review of published literature, the following findings were noted: kiyoshi sasaki et al., "a case report of vomiting gore-tex patch after diaphragmatic hernia repair" in the journal of the japanese society of pediatric surgeons, vol. 49, no. 3, page 862 (published in may 2013). The article states as follows: (B)(6) underwent definitive surgery of congenital diaphragmatic hernia with 1mm nominal thickness of gore-tex&#59408;patch (product name not specified). Early post-operatively, the patient was confirmed with accumulation of pleural effusion, and resolved without surgery or other interventions. On post-operative days 24, the patient was extubated. About 3 months after the procedure, the patient developed strangulated ileus, and underwent emergent partial jejunectomy with gastrostomy. After the emergent surgery the patient was identified with wound infection, and developed incisional hernia at the infected area. At the age of (B)(6), the patient underwent definitive surgery of groin hernias and orchiopexy. At the age of (B)(6), the patient was discharged and being monitored. The article further states as follows: at the age of (B)(6), the patient was presented with severe cough, and hospitalized. On the fifth day of hospitalization, the patient vomited the patch (coded 2203 to represent extrusion/erosion). The patient was doing well after the vomit, and imagings showed resolution of the congenital diaphragmatic hernia. The patient was then discharged, and during follow-up no recurrence of the congenital diaphragmatic hernia was seen. The physician stated in the article that the cause of the migration of the patch might have been due to adhesion caused by the definitive surgery of the congenital diaphragmatic hernia and inflammation caused by the ileus.

Event description:
In a review of published literature, the following was reported by the authors: kiyoshi sasaki et al., "a case report of vomiting gore-tex patch after diaphragmatic hernia repair" [translated] in the journal of the japanese society of pediatric surgeons, vol. 49, no. 3, page 862 (published in may 2013). The article states as follows: (B)(6)-old neonate underwent definitive surgery of congenital diaphragmatic hernia with 1mm nominal thickness of gore-tex patch (product name not specified). Early post-operatively, the patient was confirmed with accumulation of pleural effusion, and resolved without surgery or other interventions. On post-operative days 24, the patient was extubated. About 3 months after the procedure, the patient developed strangulated ileus, and underwent emergent partial jejunectomy with gastrostomy. After the emergent surgery the patient was identified with wound infection, and developed incisional hernia at the infected area. At the age of 5 months, the patient underwent definitive surgery of groin hernias and orchiopexy. At the age of 6 months, the patient was discharged and being monitored. The article further states as follows: at the age of (B)(6), the patient was presented with severe cough, and hospitalized. On the fifth day of hospitalization, the patient "vomited" [translated] the patch. The patient was doing well after the "vomit" [translated], and imagings showed resolution of the congenital diaphragmatic hernia. The patient was then discharged, and during follow-up no recurrence of the congenital diaphragmatic hernia was seen. The physician stated in the article that the cause of the migration of the patch might have been due to adhesion caused by the definitive surgery of the congenital diaphragmatic hernia and inflammation caused by the ileus.